Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had foreign material on the distal end and foreign material on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of ¿it does not pass the leak test¿ was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had foreign objects and the objective lens had foreign objects. The most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.